Event description:
It was reported that the right ventricular (rv) lead was explanted due to unknown issues. Subsequently a new rv lead was successfully implanted. .

Manufacturer narrative:
This report contains additional information for section b5 describe event or problem and h6 patient code.

Event description:
It was reported that the right ventricular (rv) lead was explanted as a perforation to the heart wall was noted. Subsequently, this led to a pericardial effusion and required a pericardial drain to be placed and a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is not expected to return for analysis.